Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a loose wire was observed coming from the tip of the tip-up fenestrated grasper instrument. The damage was noticed after the procedure during cleaning. The patient was not harmed and no time was lost during the surgical procedure. The procedure was completed with no reported injury.